Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that swab alcohol 100 bx 1200 had dark spots on 2 occasions during use. The following information was provided by the initial reporter: material no. 326895 batch no. 0073322. It was reported that swabs have dark spots on them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-01. H6: investigation summary. Customer returned (23) bd alcohol swabs (1 open, 22 sealed) from lot # 0073322. Customer states that swabs have dark spots on them. The open swab was examined and exhibited brown material on the swab pad. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene terephthalate (pet). A review of the device history record was completed for batch #0073322. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200874594] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined.

Event description:
It was reported that swab alcohol 100 bx 1200 had dark spots on 2 occasions during use. The following information was provided by the initial reporter: material no. 326895 batch no. 0073322. It was reported that swabs have dark spots on them.